Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced a low blood glucose (bg) level (68 mg/dl). Orange juice was consumed to address low bg level. The customer believed that the pump's basal rate was set too high and stated that the healthcare provider would be contacted regarding adjusting the basal setting.